Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed high impedance values on the right ventricular lead. Physician had previously noted externalized conductors on the lead. The patient was brought to lab for dft testing that gave desired measurements. Programming changes were made. Patient was stable and would be monitored.